Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an emergency pre-operative ruptured 7 cm diameter aneurysm, one month ago. Vessel morphology included an aortic neck of 29 - 31 mm in diameter and approximately 1.4 cm long. It was reported that the stent graft was implanted in an attempt to save the pt's life and the only sizes available were 32 mm diameter endurant bifurcated stent grafts. The first bifurcated stent graft was implanted with the proximal edge of the stent graft partially covering the renal arteries. The contralateral limb was implanted; however, there was a proximal type 1 endoleak noted (ref MFR 2953200-2011-00667). A second 32 mm diameter endurant bifurcated stent graft was implanted from the contralateral side with the top of the stent graft below the sma. This stent graft was intentionally covering the renal arteries in an attempt to seal the aneurysm. Another contralateral limb was then deployed, but the pt had lost an excessive amount of blood and expired. No other clinical sequelae were reported (ref MFR 2953200-2011-00669 and 00670).

Manufacturer narrative:
(B)(4). Results: death. Results and conclusion: pre-operative rupture. Treatment of a pre-operative ruptured aneurysm.